Manufacturer narrative:
The insulin pump had operating currents within specification. The device passed the self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The power management tool confirmed the pump error alarms were triggered due to due to resistance issue at j6 connector. The device alarmed power loss and replace battery now alarms due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6, the insulin pump was monitored and functioned properly. The device received with a stained serial number label. The device had a minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error and replace battery now. Customer's blood glucose was 150mg/dl at the time of incident. Troubleshooting found that the alarm could not be cleared and that a low battery alert was not received prior to a replace battery now alert on the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.